Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a scroll wrap notification and wanted to know if the insulin pump had been effected. No blood glucose reading was given. Nothing further was reported.